Event description:
A surgeon reported that he has noticed several pts where the distance vision was not satisfactory but near vision was fine following intraocular lens (iol) implant procedures. He reported the pts had minimal refractive error and none was observed to have posterior capsule opacification. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 4/24/2012 and 5/9/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).